Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was in water then insulin pump was not working. Customer stated that contacts on battery cap were not missing or damaged. Customer also stated that battery compartment and spring was not damaged or corroded. Customer stated that display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, however, there are signs of previous moisture presence inside/around the battery connectors, on the pins of the connector which connects electrical board 2 to electrical board 1, on the pins of the lcd connector, and on the back of the lcd screen. Device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the display window cover is missing.